Manufacturer narrative:
(B)(4). Upon completion of investigation, a followup report will be submitted.

Event description:
Per customer's report: the device was implanted v-p shunt to male patient with subarachnoid hemorrhage on (B)(6) 2008. The initial setting pressure is 200mmh2o. After implantation, ventricular enlargement was confirmed. When the surgeon changed setting but it could not be changed. The fluid flow wasn't confirmed through contrast radiography and it couldn't be changed by neodymium magnet. The device was replaced with 82-3100. The surgeon suspected that biological debris was a probable cause of the event. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected, needle holes over the needle guard were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were controlled. The magnets failed the polarity of the magnets was tested, the magnets were all on -failed. Review of the history device records confirmed the valve product code 82-3100 with lot cjbb8t, conformed to the specifications when released to stock in 19th february 2008. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the cam mechanism and on the base plate. The root cause of abnormal polarization of chpv magnets was probably caused by magnetic fields. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.